Event description:
It was reported that the patient with an inflatable penile prosthesis (ipp) experienced infection, pain and swelling. No device issues were identified, however, the ipp was removed and replaced. No additional patient complications were reported.